Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6). On 05/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly became unresponsive in navigate. Cross-hairs were green, however, the cursor could not be found or moved on the screen. In trouble-shooting, the medtronic representative re-booted the navigation system and normal function was restored. Issue resolved. The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.